Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The customer reported that the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip detached from one leaflet and remained attached to the other leaflet. The patient developed pneumonia 1-2 days post-procedure and died on an unspecified date. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A posterior leaflet prolapse and flail was observed pre-procedure. One clip was implanted on the mitral valve leaflets and the mr was reduced to 2+. The second clip delivery system (cds) was advanced without issue. Grasping was noted to be difficult due to imaging and the condition of the posterior leaflet. The clip was successfully implanted lateral to the first clip. Directly after deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr remained at 2+. No further clips were attempted and no additional treatment was planned. The patient was confirmed to be clinically stable post-procedure with the two clips implanted and mr reduced to 2+. The patient developed pneumonia 1-2 days post-procedure. On an unspecified date, the patient died. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed, however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, query of the complaint-handling database was performed and identified no other incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets and single leaflet device attachment (slda) appear to be related to the patient anatomical morphology (posterior leaflet prolapse and flail) in addition to procedural conditions due to the reported difficulties visualizing the anterior leaflet. The patient effect of death is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. It should be noted that it was reported that in the physicians opinion the mitraclip device and procedure did not cause or contribute to the reported patient effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information received: the patient developed pneumonia 1-2 days post-procedure. The clips were confirmed to be stable. On (B)(6) 2015, the patient died of cardiac arrest after withdrawal of support due to complications of pneumonia. In the physician's opinion, neither the mitraclip device nor procedure caused or contributed to the death. No additional information was provided.